Event description:
Revised for cup loosening.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in packaged insert. Trends will be evaluated. This is the same report as 1043534-2009-00215. This event took place in another country.